Event description:
It was reported to boston scientific corporation in 2006 that a hydra jagwire device was used on a (patient age, gender and weight unknown). According to the complainant, the "wire got knotted up in the stomach" during the procedure. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A visual examination of the returned device revealed that the blue sheath was ripped/split approximately 70 cm beginning at the blue/yellow sheath towards the dream end, exposing the core wire. The evaluation concludes that the repeated locking and unlocking of the guidewire locking device may cause small abrasions on the sleeves, which could cause the ptfe sleeve to peel.